Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that may contribute to difficult advancing and removing include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in he left anterior descending artery. The bmw universal ii guide wire was advanced to the target lesion however when the balloon catheter was advanced over the guide wire it became stuck. Difficulty was met removing the balloon catheter therefore the devices were removed together. The procedure was completed using another balloon catheter and guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.